Event description:
It was reported that this right ventricular lead exhibited high, out-of-range, shock impedance measurements. The physician opted to monitor the patient via remote monitoring. No adverse patient effects were reported. This lead remains in service.